Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: yesterday doctor communicated that on the first firing during this sleeve gastrectomy, the staples exited the reload ¿fractured and broken¿. This resulted in a staple line failure that required over-sewing to achieve satisfactory staple line. There were no adverse pt outcomes and a like device was used to complete the procedure.

Event description:
It was reported that during a sleeve gastrectomy procedure on the 1st firing the knife blade seemed to drag the staples causing them to become malformed. A like device of the same product code was used to complete the procedure. They were using (B)(4) reloads. No additional information was available at the time of the call. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: p5745u. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with five cartridges reloads present. The gst60g reload (b) was received fully fired. The gst60d reloads (c, d) were received unfired. The tr45w reloads (c, d) were received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Cartridge b: gst60g, n54w72, fully fired. Cartridge c and d: gst60d, p5670w, unfired. Cartridge e and f: tr45w, p5587k, unfired.

Manufacturer narrative:
(B)(4). (B)(4). Corrected data: procedure is a gastric bypass. Additional information: device lot p92x3r. Expiration date: 5/31/2020. Manufacture date: 7/7/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. - (B)(4).